Event description:
It was reported that a patient underwent an ablation procedure with carto vizigo¿ 8.5f bi-directional guiding sheath ¿medium. The hemostatic valve was displaced and air was in the sheath. Defective valve of carto vizigo¿ 8.5f bi-directional guiding sheath - medium during flushing, blood was leaving the sheath. In addition, air was pulled into the flushing connection. The sheath was replaced directly without consequences for the patient. Additional information was received. No air was being introduced into the patient. The physician did not perform any maneuver to eliminate bubbles because it was not necessary, because determining of defective valve caused direct change of the sheath. No medical intervention was required. It is unknown if the patient exhibited any neurological symptoms since the procedure was completed. The white rubber valve slipped into the transparent introductory area. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve did become detached from the sheath. The sheath was not used. The event was assessed as MDR reportable for both a hemostatic valve separation issue and air flowed back into the side port issue.

Manufacturer narrative:
Initial reporter phone: (B)(6). It was reported that the event date is unknown. As a result, the 1st day of the year has been entered as the event date. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 17-oct-2022. The device evaluation was completed on 24-oct-2022. It was reported that a patient underwent an ablation procedure with carto vizigo¿ 8.5f bi-directional guiding sheath ¿medium. The hemostatic valve was displaced and air was in the sheath. The product was returned to biosense webster for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).